Manufacturer narrative:
This product is manufactured in the us. But is not marketed in the u.s. The returned product was evaluated and it was found the top flange was pushed down adequately. The volume of used viscoelastic material appeared to be enough. The trailing haptic was caught in the tip of rod. The dimension of the concerned parts were measured by 2010 lot and 2016 lot that is close to the serial. Everything was within specification without significant difference. Based on the complaint history, work order search and product evaluation. A specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 26.00 diopter preloaded injector. The reporter indicated, prior to implantation, the top flange was not pushed down as usual, there was no click sound and felt a little loose. The lens was not implanted.